Manufacturer narrative:
The referenced camera was returned to the regional repair center (hamburg) for evaluation. The customer's reported issue could not be confirmed as the image functioned appropriately. However, the cable unit was found kinked which is causing interference/lines on the image. Additionally, the cable is leaking; the insulation slipped slightly on the cable. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus technical consultant was informed by the user facility that the camera head reportedly had "no picture available" that occurred during an unspecified event. No patient injury or harm was reported. The camera will be returned for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, though no image was not duplicated at the repair department, a leak occurred in the cable unit, likely causing the image failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the device was found defective after switching on before the procedure.